Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 135 mg/dl. Customer stated the alarm was resolved by a complete set change. Customer does not want to return the set and reservoir. Advised customer the infusion sets would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.